Manufacturer narrative:
Additional information: e1, e3, g2 (add source), h4, h6, h11. H4: the lot was manufactured between october 25, 2023 and october 27, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed droplets of fluid inside a purple bag that contained the device, which suggested a possible leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location, within the sealed pouch. The device contained fluorouracil 3300 mg in total volume of 115 ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.